Event description:
It was reported by the end user stated that her sleeve caught the joy stick moved chair forward damaging bathroom plumbing and sink causing also bruising her on her wrist. The joystick spun to the side. Her brother corrected the joystick. Provider has new joystick on order under recall. Pipes were knocked lose and some flooding.